Event description:
It was reported the pt is unable to establish communication between his ipg and external devices. It was also reported the pt has not charged his ipg in approximately 18 months. The pt met with the sjm rep and confirmed the issue. The pt will undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.